Event description:
It was reported during a percutaneous coronary interventional procedure, the guidewire pierced the distal portion of the shaft of the catheter. The procedure was completed with the use of another similar device. There was no allegation of harm.